Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 5540230, 510k # k113174 and (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-op diagnosis: scoliosis procedure: posterior correction fusion level implanted: t2-l4 it was reported that during surgery, burrs occurred while tightening reduction set screw. The set screw did not break. No patient complications were reported as a result of the event.

Manufacturer narrative:
Product analysis: visual and optical examination of the set screw found witness marks and node morphology consistent with full engagement along the entire centerline of the set screw. Optical examination of the set screw thread found surface witness marks on the upper thread flank. Functional testing was unable to be performed with surrogate part from the same lot due to stock unavailability. Functional evaluation with sample product mas bone screws and break-off set screws confirmed burrs/debris during tightening and fully seated rod. Unable to confirm issue due to the associated mas not returned for analysis. If information is provided in the future, a supplemental report will be issued.